Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that the cause was not determined. The stim was reset, added another steps. The issue is not resolved. Pt stated the trial helped probably 70 to 80%. When it was removed,the pain came back. The permanent implant has not helped. Patient's toes are still numb and more if them. Patient has pain in sciatica, both sides in hips, both thighs and calves (illegible) knees. Also get spasms in both legs at times, lasting 20 to 30 seconds where their legs go straight out. That hurts a lot which the patient cannot control. On august 5th, the stim was reset but that hasn't helped. So no pain relief. Patient still needs a walker to get around with much difficulty. Patient's neurologist is having patient have mris.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported when they had the trial done it helped tremendously but since they have had the permanent implant they still have tons of pain. Patient stated the therapy is on and they can feel it but if they stand for more than 10-15 minutes their knees hurt and it's hard for them to even walk. Patient also stated they can only feel stimulation on the left side and not on the right side and their toes are numb on both feet. Patient stated they are familiar with how to change therapy groups and adjust intensity, but this has not resolved. Agent reviewed information and the patient was redirected to their healthcare provider to further address.